Manufacturer narrative:
H11. Additional narrative/data: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned to edwards for further investigation as it remained implanted, and no images or medical records were provided. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx31mm implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years and seven (7) months due to stenosis and regurgitation. A 29mm transcather valve was attempted to be implanted, however the procedure was postponed due to difficulties during reintervention.